Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead pacing impedances in both the bipolar and unipolar configurations had increased about five months prior, and the lead also had high threshold, which the healthcare professional stated may be due to exit block. The lead remains in use. No patient complications have been reported as a result of this event.